Manufacturer narrative:
Communication with the customer has determined that this is a duplicated complaint. MDR is contained in (B)(4).

Event description:
Communication with the customer has determined that this is a duplicated complaint. MDR is contained in (B)(4).

Event description:
It was reported that bd pegasus pnk 20ga x 1.16in prn non-pvc had foreign matter the following information was provided by the initial reporter: when opening the package at the otolaryngology department, there was granular foreign matter in the xinma extension tube, which required a claim, a complaint reply letter, and a complaint acceptance letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.